Event description:
Event description guidant received information that the implanted right ventricular lead was sensed noisy signals resulting in inhibition of pacing. The lead was capped and surgically abandoned. During the procedure the implantable cardioverter defibrillator (ICD) was explanted and a high energy ICD was implanted.